Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the lead site. Symptoms of purulent discharge and open wound at the site were noted. It was also noted that the patient had a fall. The patient was prescribed antibiotics.

Event description:
It was reported that the patient developed an infection at the lead site. Symptoms of purulent discharge and open wound at the site were noted. It was also noted that the patient had a fall. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the lead site. Symptoms of purulent discharge and an open wound at the site were noted. It was also noted that the patient had a fall. The patient was prescribed antibiotics. Additional information was received that the patients infection was not procedure related and the cause was unknown. The physician was considering that it may have been a very delayed healing as opposed to a true infection. The patient was doing well and midline incision site was healed.